Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced defective/damaged tubing and leakage from tubing. The following information was provided by the initial reporter: material no.:383531. Batch no.: 0092261. Upon IV insertion, once blood return flowed into the tubing, it started leaking onto the nurse and the patient as the tubing had a large crack in it. IV was immediately removed and patient was cleaned up however blood leaked onto her clothing. Cpl was contacted and tubing was set aside and bagged by nurse as instructed by cpl.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-09. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unit with the needle retracted. During the visual/microscopic examination, it was observed that there was damage to the tubing approximately ¾ inches from the y-adapter. A leak test was performed and leakage was observed at the point of damage. The reported defect was confirmed. The location and shape of cut/slit that was observed in the extension tubing is evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review was performed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced defective/damaged tubing and leakage from tubing. The following information was provided by the initial reporter: material no.:383531, batch no.: 0092261. Upon IV insertion, once blood return flowed into the tubing, it started leaking onto the nurse and the patient as the tubing had a large crack in it. IV was immediately removed and patient was cleaned up however blood leaked onto her clothing. Cpl was contacted and tubing was set aside and bagged by nurse as instructed by cpl.